Event description:
A site representative requested a quote for a damaged vertek arm. The arm does not properly hold in the locked position. It was noted this occurred over time and was not the result of one specific instance. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect vertek arm not returned to manufacturer for analysis. No return expected as site reports they will attempt to repair the vertek arm instead of replacing.